Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and the patient was sent for a lead revision. Helix issues were suspected. During the procedure, the old lead was explanted and a new lead was attempted to be positioned in the left bundle branch area; however, it was not possible to extend the helix and fix it to the lbb area. Therefore, a new lead of the same model was provided and was implanted successfully. No additional adverse patient effects were reported due to the surgical intervention. The explanted lead was not planned to be returned for analysis.